Event description:
Reference importer report number: (B)(4).

Manufacturer narrative:
(B)(4). Clotting is a known phenomenon to maquet cardiopulmonary (B)(4) and has been thoroughly investigated in a previous complaint. Based on the results obtained during the previous investigation and the info available to us at this time, the device operated within maquet specs, therefore, non-device related factors may have contributed to the reported event. The failure will be handled through a designated maquet cardiopulmonary track and trending process. If a trend occurs, further actions will be taken reference exemption# (B)(4).

Manufacturer narrative:
Uf/importer report # was reported as 3008355164-2015-000135 whereas it should have been reported as 3008355164-2015-00135.

Event description:
Additional information received july 1, 2015. Clotting was through the entire device. Treatment was delayed 30 seconds for the exchange, with no reported patient effect. Clotting was noted after slow flow was detected. During the case non maquet products were used. Medtronic cannulas and centri mags blood pump. Anticoagulation was conducted per hospital protocol with act's taken per hospital protocol.